Event description:
Hospital report to FDA: a hospital report was sent from the FDA on 11/03/2006 stating the patient was having a left carotid endarterectomy for stenosis. Prior to the use of the pruitt inahara shunt, there seemed to be a lot backflow from the left distal internal carotid artery. The shunt balloon was gently inflated, and endarterectomy was performed. However, the bleeding seemed to continue. The shunt was removed and sutures were placed. Then the clamps were removed in sequence and there was a lot of blood coming from the distal part of the internal carotid artery. The physician tried to see where the bleeding was coming from and noticed that the distal part of the internal carotid artery was ruptured. The staff mentioned that they were working with a bad artery. The report also stated the the shunt balloon "blew." Lemaitre vascular contacted the hospital on 11/09/2006. The hospital examined the balloon and it was intact. The balloon did not display a balloon burst as mentioned in the hosp description. The hosp was holding the device in risk management and was not going ot be returned to lemaitre vascular. In further discussion with the risk manager, she mentioned the full report she had on hand mentioned that the balloon had been stuck to the wall of the artery and may have caused a rupture. The smooth latex balloon sticking to the artery seems unusual, a more likely cause would be the over-inflation of the balloon that may have caused a rupture in the artery. The pressure placed by the balloon on the internal carotid artery wall may have stressed the wall causing it to shred. The device contains a safety balloon which prevents the balloon from over inflating. The excess pressure during over inflation, transfers to the safety balloon. The safety balloon contains a safety sleeve that needs to be removed before inflating the internal carotid balloon. When asking if the surgeon removed the safety sleeve, it was removed. The physician is a long time user of the device. The staff mentioned the fact they were working with a bad artery. Although no conclusion can be made on the root cause of the arterial rupture, it seems highly likely it was caused by the condition of the artery. The device history records were examined and all manufacturing and qc steps were completed in accordance to procedure.